Event description:
The six hex head pan style screws securing the plate upon which the x/y detector adjustment plate attaches to the lift angle brackets were loose. No pt was involved. No injuries were reported. The concern is for potientiall injury if the detector subassembly fall.